Event description:
The patient was a part of a clinical study. It was reported a cerebral vascular accident (cva) occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The patient was discharged the same day on aspirin and rivaroxaban. On (B)(6) 2025, the patient presented to an outside hospital after a motor vehicle accident (mva) for extensive treatment and was diagnosed with traumatic brain injury in response to the mva. As a result of the mva, a magnetic resonance imaging (MRI) scan was performed which also revealed an acute bilateral ischemic stroke with onset date of june 18, 2025, which was 1211 days post randomization to the clinical study. A transesophageal echocardiogram (tee) was performed and was negative for thrombus and neurology was concerned for micro-emboli, so the physicians plan to start the patient on eliquis once stable. The patient was treated and eventually discharged to a skilled nursing facility.